Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that the site was exploring cranial software and experienced an unexpected exit of the software. From the exit, they were forced to 'hard reboot' the navigation system. There was no patient present.

Manufacturer narrative:
No patient was present. A medtronic representative went to the site to test the equipment. A system checkout showed that the equipment was fully functional. The reported event could not be duplicated by medtronic personnel.